Event description:
It was reported, a disconnection of the light source cord of the camera head was suspected. The issue occurred during a therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, a disconnection of the light source cord of the camera head was suspected. The issue occurred during a therapeutic procedure and was completed using a similar device. There were no reports of patient harm.